Event description:
Tech states, chair screen reads left brake fault means right brake fault sitting in chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.